Event description:
It was reported that during an atrial flutter ablation treatment procedure, char occurred. The lesion was located in the right atrium. This intellatip mifi xp temperature ablation catheter and a maestro 3000 generator were selected. The ablation parameters were set at 100w, 60 degrees, 300 ohms, 120 seconds. The average power was 70watts and temperature was 53 degrees. The duration of the rf ablation was one application of 120 seconds, one application of 42 seconds completed in temperature mode. Two grounding pads were placed one on back behind heart, one on front. During the procedure the generator turned off and the catheter displayed an error message. After inspection of the catheter, char was found on the tip after only 4 minutes of ablating. The procedure was completed with this device. No patient complications were reported and the patient¿s status is fine. .

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned complaint device revealed that the device has severe char at the tip, and the third ring adhesive is lift and it has a bubble. The rf ablation test was performed and the device displayed d10 error. The device passed the electrical test. The handle was opened and it was found that the receptacle was wired improperly since the short resistor lead was assembled in pin #10 instead of pin #11, and the long resistor lead was assembled in pin #11 instead of pin #10. The most probable root cause is considered manufacturing, corrective action has been completed in order to address the identified issue. (B)(4).

Event description:
It was reported that during an atrial flutter ablation treatment procedure, char occurred. The lesion was located in the right atrium. This intellatip mifi¿ xp temperature ablation catheter and a maestro 3000 generator were selected. The ablation parameters were set at 100w, 60 degrees, 300 ohms, 120 seconds. The average power was 70watts and temperature was 53 degrees. The duration of the rf ablation was one application of 120 seconds, one application of 42 seconds completed in temperature mode. Two grounding pads were placed one on back behind heart, one on front. During the procedure the generator turned off and the catheter displayed an error message. After inspection of the catheter, char was found on the tip after only 4 minutes of ablating. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).